Event description:
It was reported that boston scientific technical services were contacted to evaluate the depletion of this device. Technical services confirmed the device was depleting normally, but frequent interrogations would temporarily raise the power consumption. However, because the patient was travelling overseas, they elected to explant and replace the device to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences were reported.